Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump continued to alarm downstream occlusion even after changing sets out a few times. The pump was connected to a patient when the error/event occurred. Given: 0. Length of infusion: 48 hours. A cstd was used to fill cassette. The pump was used to prime the extension tubing. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. The error history log was not provided, and no evidence was provided for review. Probable cause could not be determined.